Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex and marksman inner pouches; and within dispenser coils. The pipeline flex pushwire was returned outside the marksman catheter. However, the braid was within the marksman catheter. ¿ damage location details: no bend was observed on the pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The pads was found to be damaged. The tip coil and dps sleeves were not returned for analysis, and the reason was not provided. The distal end of pipeline flex braid was found not opened due to damaged braid. The proximal end of pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be cut into several pieces. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The braid was removed from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The broken end was sent out for sem (scanning electron microscopy) analysis. ¿ conclusion: based on the analysis findings, the pipeline flex was confirmed to have ¿failure to open at distal¿ as the distal braid end was found to be not opened due to damaged braid. Such damage may occur due to several factors: resheathing the braid more than twice, over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Additionally, the pipeline flex pushwire was found to be broken and the root cause could not be determined. Per the sem result ¿the broken end failed via torsional overload.¿ the pipeline flex pushwire was found to be damaged. However, the root cause could not be determined. It is likely high force used during delivery. Based on the analysis findings, the marksman catheter could not be confirmed to be kink/damage as no kink/damage was found with catheter. However, the root cause could not be determined. (Nikkhs2 (B)(6) 2026) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent failed to open and the marksman was deformed. It was reported that this was a c6 segment aneurysm, with an approximate size of 3 × 5 mm. After the flow diverter stent was delivered to the target position and deployment was initiated, it was observed that the distal end of the stent failed to open. The stent delivery catheter and pusher wire were retrieved, and deployment was reattempted; however, the distal end of the stent still could not be opened. During the replacement of a new flow diverter stent, slight deformation was observed at the distal tip of the stent delivery catheter. To ensure successful deployment of the replacement flow diverter stent, the delivery catheter was also replaced. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Additional information was received stating that no causes or contributing factors for the event were identified. The lesion was a c6 segment aneurysm measuring approximately 3mm by 5mm. The patient¿s vessel tortuosity was moderate. The procedure was completed by replacing the pipeline and the marksman with new ones. The pipeline had not been placed in a vessel bend when it failed to open, and multiple attempts to deploy it in a straight segment were unsuccessful. No additional steps or devices were attempted to open the pipeline. It was further clarified that the reported deformation at the distal tip of the stent delivery catheter referred to the marksman catheter being slightly bent. Ancillary devices include a navien 115 guide catheter and a stryker guidewire.